Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an unknown issue with the bolus feature of the pump. There was no reported impact to the customer's blood glucose (bg) level. The customer declined follow up from tandem technical support.